Event description:
It was reported that the patient did not feel any stimulation. The lead was replaced, possibly due to a broken lead. The patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.